Event description:
It was reported that the stent moved on the balloon and removal difficulty occurred. The target lesion was located in the non-tortuous and mild to moderately calcified left main artery. A 3.50 x 20mm synergy xd drug-eluting was advanced to treat the lesion. The stent balloon was inflated and deflated and re-inflated again. Upon removal of the stent deployment balloon, resistance was felt as the deployment device was about to exit the guide catheter. The device was removed with some force, and upon removal, it was noted that the stent did not deploy in the left main artery. It was observed that the stent had moved on the balloon and was damaged. The procedure was completed with another synergy xd drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: product analysis: synergy xd mr us 3.50 x 20mm, catheter was returned for analysis. A visual, tactile, microscopic and functional testing was performed. A visual and tactile examination identified no kinks or damages. A visual and tactile examination of the distal extrusion identified no damages. A visual examination of the balloon identified that the balloon had been inflated and there was a significant build-up of solidified contrast media inside the balloon. No stent was received with the delivery catheter. However, attached to the complaint was a photo image of the stretched stent pulled distally from the balloon with the proximal end of the damaged stent positioned over the distal end of the balloon/tip. A microscopic examination identified no kinks or damages. A microscopic examination of the distal extrusion confirmed no evidence of any damages. A microscopic examination of the balloon material identified no tears or holes in the balloon. It was noted that the balloon had been inflated and there was a significant build-up of solidified contrast media inside the balloon. A microscopic examination of the tip identified no damages. Functional testing was performed by inflating the balloon to its rated burst pressure (rbp) and no leaks were noted. A vacuum was pulled and the balloon deflated fully with no resistance. The balloon was inflated to its rbp on three more occasions with no issues noted. No other issues were noted with the device.

Event description:
It was reported that the stent moved on the balloon and removal difficulty occurred. The target lesion was located in the non-tortuous and mild to moderately calcified left main artery. A 3.50 x 20mm synergy xd drug-eluting was advanced to treat the lesion. The stent balloon was inflated and deflated and re-inflated again. Upon removal of the stent deployment balloon, resistance was felt as the deployment device was about to exit the guide catheter. The device was removed with some force, and upon removal, it was noted that the stent did not deploy in the left main artery. It was observed that the stent had moved on the balloon and was damaged. The procedure was completed with another synergy xd drug-eluting stent. No patient complications were reported.